Manufacturer narrative:
Isi received the curved bipolar dissector associated with this complaint and completed investigations. Failure analysis (fa) investigation was able to confirm the reported problem. Fa found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end, and the conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the device logs for the curved bipolar dissector (part# 471344-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the curved bipolar dissector was last used on (B)(6) 2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: failure analysis found that the curved bipolar dissector involved in this complaint was found to have damaged conductor wire insulation with an exposed wire. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy surgical procedure, the curved bipolar dissector instrument was noted to have damaged insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information and obtained the following on 29-july-2021. The instrument worked perfectly during the operation and there were no collisions. The instrument damage was noted during sterilization. Patient-related information cannot be provided.